Event description:
Caller reported a tandem mobi cartridge alarm, which caused their blood glucose level to exceed 500 mg/dl. The customer took corrective actions by administering an injection via multiple daily injections and changing the cartridge and infusion set. Cts confirmed the cartridge alarm occurred and resolved the issue by sending a replacement pump. There was no need for third-party assistance, and the customer was advised to use multiple daily injections as a backup therapy.